Event description:
Information was received that reported a patient was hospitalized on (B)(6) 2011 due an incident of hyperglycemia. Per the report the patient has been experiencing labile blood glucose for over a week with unexplained highs. The day of the hospitalization she awoke feeling ill and her blood glucose was measured as "hi" per her meter. Upon admit her blood glucose was 526 mg/dl. She was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.